Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the right coronary artery. A 3.00x24mm promus element¿ plus stent was advanced to treat the target lesion. However, the stent got damaged at the calcified vessel wall. The stent was broken and the device was removed. The procedure was completed with another of the same device. No patient complications were reported.